Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hearing an alert coming from the implantable cardioverter defibrillator (ICD). The alert was triggered for high impedance on the right ventricular (rv) coil of the rv lead. The patient was also indicated to have had a fall approximately 6 month earlier, and high pacing threshold and additional alerts for high rv coil and svc coil impedances were noted. The lead remains in use. No patient complications have been reported as a result of this event.